Event description:
Hamilton medical ag received the following event description: during testing, ""ip not fully booting up/starting. "

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.